Manufacturer narrative:
Failure event observed during analysis. Final analysis found the root cause of the reported observation was due to the excess silicone adhesive that is preventing the lead to be fully inserted.

Event description:
It was reported that the physician could not insert the leads into the ipg header. Another ipg was used and the surgery was successfully completed.